Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. No known patient involvement. Date of breakage is unknown. Device is an instrument and is not implanted/explanted. Device has arrived for investigation. Initial reporter is the company representative; facility and contact information is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported from the loan set department, that during inspection of the ortho kit, a specialist found two broken drill bits. The broken fragments were not returned. No patient involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part number: 310.534, synthes lot number: 2694698: release to warehouse date: 03.mar.2011, manufacturing site: bettlach: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was performed. We have received a drill bit for investigation. The visual inspection has shown that approximately 12 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. Further investigation has shown that the two blades are worn. The measurements of the hardness after the hardening procedure were within the specification. The used material was stainless steel 440 a as required. Based on these findings we exclude any manufacturing related issue. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Measurement of outer diameter was done per relevant drawing and is within the specification. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.